Event description:
It was reported that the patient was seen with high impedance in pre-op before a battery replacement. The physician replaced the battery and completed the procedure. The neurologist interrogated the device, and the high impedance persisted. The patient was seen in surgery at a later date, the pin was reinserted and the issue resolved. No other relevant information has been received to date.